Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma and rupture. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient called to report right side "swelling," itching, and pain with fluid behind the right breast. Fluid presented over a year following implant procedure. Patient later reported fever, rupture, and "high metal levels in {patient's} blood (e.g. Arsenic, mercury)." The device has been explanted.

Event description:
Additionally, the patient reported, via regulatory agency, that they experienced the additional events of ¿right breast became enlarged, firm, and painful¿, ¿nausea¿, ¿vision loss¿, ¿fatigue¿, ¿night sweats¿, ¿deep seated itch¿, ¿skin rash¿, ¿restless leg¿, ¿agitation¿, ¿female dryness¿, ¿swollen lymph nodes¿, ¿anxiety¿, ¿heart palpitations¿, ¿depression¿, ¿nerve pain¿, and ¿implant was rotated with capsule causing pain¿.

Manufacturer narrative:
In response to FDA report number: mw5088616. A review of the device history record has been completed. No deviations or non-conformances noted.